Event description:
The complainant alleged that during biomed testing, the device had no energy output while in pace mode. The complainant indicated that there was no pt involvement in the reported malfunction.